Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons.

Event description:
It was reported that after an unknown procedure, the patient was operated on three weeks ago. After one week, the patient was re-hospitalized for bleeding and fever. The doctor did an endoscopy and sutured in manually way. The patient had to stay more days in the hospital to prevent complications. At this moment the patient is in good conditions in his home. Device discarded.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.